Manufacturer narrative:
Additional information: based on the received information from the field, a technical device failure seems likely. However, to determine an exact root cause device investigation on the explanted device is necessary. Further troubleshooting and possible re-implantation is considered.

Event description:
In situ measurements have been indicative of a device malfunction. However, the user's hearing performance with the device is good. As the hearing performance with the device is unchanged the user will be monitored. However, decision for reimplantation will be made if in situ measurement results won't change.

Event description:
In situ measurements have been indicative of a device malfunction. However, reportedly the user's hearing performance with the device was not affected. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation revealed a damage to the implant coil body, which seems compatible with the measurements performed whilst implanted. Such damage is typically caused by a sharp surgical instrument. Based on the received information from the field, prior to the suspicious in situ measurements the user was experiencing a slight swelling above the implant site, which constitutes a known undesired side effect of ci implantation, and fluid was drained from the implant site. The observed damage was most likely inadvertently caused during this procedure. No other damages have been identified during device investigation which could explain the reported problem. Other mechanical damages are attributable to the removal surgery. This is a final report.

Event description:
On (B)(6) 2021 the mother noticed a soft swelling over the implant which let to the user being hospitalized for 8 days. It was reported that the incision healed slowly after implantation. Further technical checks are scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.